Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the scrub practitioner opened the packaging at the initial swab count and confirmed a needle was present, partly through the case, the scrub practitioner went to use the packet and found the needle was not attached to the suture material. No further information has been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle detached from the thread (thread is still wound on the pack). However, without closed samples a proper analysis cannot be performed. Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider the open sample this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results before releasing the product were 1.27 kgf in average and 1.01 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Conclusion root cause analysis: it has not been possible to determine the root cause because the open sample received cannot be further analyzed. Final conclusion: despite receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.